Manufacturer narrative:
Explant was reported due to prosthetic valve deterioration and regurgitation. The investigation found that all three leaflets contained tears. There was fibrous pannus ingrowth on the outflow surface of leaflet 3. There was circumferential pannus on the inflow of the valve, which narrowed the inflow diameter and extended onto all three leaflets. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tears could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during cooptation, leading to leaflet tears and reduced durability. A smaller 19mm valve was subsequently implanted, further supporting that the valve damage could have been caused by the valve size and patient anatomy interaction.

Manufacturer narrative:
Further information regarding this event has been requested. The results / method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 21 mm trifecta valve was implanted. In (B)(6) 2019, the patient was admitted into the hospital due to shortness of breath and palpitations and received unknown treatment. In (B)(6) 2019, valve deterioration was diagnosed. The patient was admitted into the hospital. During pre-operative echocardiography, regurgitation and moderate aortic regurgitation was confirmed. On (B)(6) 2019 the valve was explanted and replaces with a 19 mm magna ease valve. Upon explant, a leaflet tear was observed on the left coronary cusp (lcc). The patient was reported to be in stable condition.